Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A us dist contacted zoll to report that a pt experienced an inappropriate defibrillation event. Atrial fibrillation (af) contributed to the false detection. It was reported that the pt was at home at the time of the event. The lifevest detected an arrhythmia at 13:18:32. The pt's ECG strips show af with rapid ventricular response. The lifevest delivered a defibrillation shock at 13:20:40. The post-shock rhythm was sinus tachycardia. It was reported that the pt pressed the response buttons a couple of times but could not stop the alarms. Review of the pt's flags indicates the response buttons were not pressed during the entire event. The pt did not seek medical attention but decided to end use.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no info to suggest that the pt sustained a serious injury. The pt did not seek medical attention following the event but decided to end use. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicated any device malfunction related to the defibrillation event. Monitor sn (B)(4) - 09/2007 (reuse); electrode belt sn (B)(4) - 08/2007 (reuse). Add'l inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU and training to press the response buttons to prevent an inappropriate (B)(4). A summary of the safety and effectiveness data (ssed), included the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdra_docs/pdf/p010030b.pdf